Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient was unable to connect with the patient programmer (pp) and implantable neurostimulator recharger (insr). The insr only showed to plug in and the pp showed poor communication. The patient had pain. The patient attempted charging the implantable neurostimulator (ins). The patient was walked through attempting a connection with the pp and the patient reported poor communication. Further follow-up is being conducted to determine what the circumstances were that led to the issues and what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.